Event description:
It has been reported to philips that there was an unknown issue with the wireless footswitch of the unit. The issue was found outside of clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the wireless footswitch lost connection with the base station. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. The connection was not re-established and wired footswitch can be used. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.